Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the spine products destroy lives. No further complications were reported or anticipated. Indication for use is unknown. Additional information was received. It was reported that the patient had been in pain for so long from a device failure and was waiting for delivery of a robot that puts in screws for spine surgery so they could have a revision surgery. No further complications were reported/anticipated.